Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient presented post-op with decreased p-waves and increased capture thresholds on the right atrial lead. The patient was retained in the hospital. Later, the patient presented to the hospital with shortness of breath. X-ray and echogram revealed pericardial effusion and perforation was revealed. The patient was admitted for pericardiocentesis and the lead was repositioning. The patient was in good condition post-procedure and will continue to be monitored normally.